Manufacturer narrative:
The customer's report that the tubing snapped apart was confirmed. Visual inspection showed the lower fitment component missing its slide clamp component. No cuts, tears or other damage were noted. Functional testing was performed. The engagement of the tubing to the bottom of the lower fitment was slightly tugged and it was observed that the engagement was able to be separated. Further inspection of the separated tubing end showed insufficient solvent applied. Dimensional measurements were within specification. The root cause of the tubing snapping apart was insufficient solvent having been applied at the engagement of the tubing.

Event description:
The customer reported that the pump module alarmed for air-in-line during a tpn infusion. The tubing was removed, reevaluated, and reloaded into the device. After restarting the infusion, tpn was seen leaking onto the floor from a clean cut in the tubing. The set was sent to materials management who indicated that the pump segment appeared to have ¿snapped¿ apart from the upper fitment, with a small piece of tubing remaining on the upper fitment. There was no report of patient harm.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer stated that a pumping segment snapped apart under the upper fitment with a small piece of the tubing remaining on the upper fitment. The pump had alarmed displaying "air in the line" message and when the nurse was pushing the clamp back into the pump, the tubing snapped apart just under the upper fitment then tpn leaked onto the floor. The patients line was flushed with heparin. The pump had been repeatedly alarming prior to event. There was no patient harm.